Event description:
It was later reported that the patient comes regularly for adjustments and refills so the office stated that she was out from using her ptm due to updates to her pump. She was on 24/24hr ptm setting however they have decreased her to 15 a day. The md understands the dri and is adjusting his patient bolus to reflect a 1:1 ratio. The device system was used to deliver fentanyl and clonidine.

Event description:
It was reported that the patient was getting boluses denied. She thought her last bolus was last night but couldn¿t remember. The patient was unsure if she has had 15 in 24 hours. The patient has an appointment for a refill on monday (B)(6) 2013. It was later reported that the ptm continued to deny the patient boluses. The patient thought that her ptm was denying her boluses as a result of her nearing her pump refill date which is monday. Per the reporter, the 8286 code (critical empty reservoir) was occurring. It was noted that the patient was always in pain so it was difficult for her to assess if pain was worse than it was before.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8590-1, lot# n197346, implanted: (B)(6) 2011, product type: accessory. (B)(4).